Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar, cannula, circular and envelope seals appeared intact. The radially expandable sleeve and obturator were received. Pmv performed functional testing, the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. No evidence of any systematic issue regarding to this failure mode was observed. Investigation team considered that there is not enough evidence to suggest that additional units may be affected by this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices get stuck during procedure. The whole trocar and stryker tubing had to be removed together.